Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a laser lithotripsy procedure in the kidney performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be broken while inside the protective loop. A second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on september 21, 2018 that two flexiva 200 tractip laser fibers were opened for use in a laser lithotripsy procedure in the kidney performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be broken while inside the protective loop. A second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
B3: no event date was given, therefore an approximate date of 01sep2018 was used as the event date. H6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation result the fiber was returned broken into two pieces. The first piece measured approximately 94.1 cm from the top of the connector to the break. The second measured approximately 221.4 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 01:44 pm CT.the report number is being corrected from: 3005099803-2018-62046 to: 3005099803-2018-60906.